Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the valve clinical coordinator. Sections b3, b4, g3, g6, h2, h6: health effect, clinical code, investigation findings, investigation conclusions and h11 have been updated. Additions to sections b5, h6: device code(s) and type of investigation. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors likely contributed to the event, as the sapien valve was reported to be possibly under-deployed at initial implant versus acute frame recoil. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of leaflet thickened and increased gradients were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g., stenosis), non-structural dysfunction (e.g., pannus), or thrombosis (formation of blood clots on the valve). Due to limited information provided, a definitive root cause is unable to be determined at this time regarding the leaflet thickened/halt event. In addition, it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the improvement in valve performance following post dilation suggests that the transcatheter heart valve (hv) was under expanded. The under expanded valve could obstruct blood flow across the valve, resulting in increased gradients. As such, available information suggests that procedural factors (under-expanded thv) may have contributed to the increased gradient event; however, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Additional information provided per valve clinical coordinator indicating there were 2 jets of ''perivalvular mitral regurgitation'' and ''overall significant and severe perivalvular regurgitation''; dominant jet involved greater than 20 percent of cage circumference and small jet involved 5 percent of circumference. The perceived root cause of the pvl was that the valve was under-deployed at initial implant and/or possible recoil. However, no paravalvular leak (pvl) was observed at initial implant. Trace central valvular insufficiency was also noted with the leaflets mildly thickened, but normal excursion. Prior to re-dilation, the patient presented with progressive dyspnea on exertion. Transcatheter mitral valvuloplasty was then completed with a 26mm tru balloon to 15atm with visualization of significant expansion of the existing sapien transcatheter aortic valve and demonstrated complete resolution of pvl with intraoperative echocardiography imaging. The intraprocedural trans-mitral valve mean gradient measured 1mmhg, and was 6mmhg prior to re-dilation; however, the mean trans mitral valve bioprosthetic gradient increased from 5mmhg to 9-10mmhg at some point prior to re-dilation.

Event description:
As reported by the field clinical specialist (fcs), the patient underwent a tmvr (transcatheter mitral valve replacement) procedure with a 26mm sapien 3 ultra valve on an unknown date. Approximately 1 year later, the valve developed a paravalvular leak and was not fully expanded. The plan was to implant another 26mm sapien 3 ultra valve; however, after a 26mm true balloon was used for re-dilation, ultrasound revealed a near perfect result. Therefore, a second valve was not implanted.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors might have contributed to the event, including that the transcatheter heart valve was under-expanded at initial implant. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.